Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual inspection: visual examination of the received product shows that the foot ring is cracked, the crack goes through 10 holes and then stops, the material was literally driven apart, visible because the holes are now oval at the far end (red marking). Furthermore, there are 14 pressure marks visible at the part from washers (orange marks). The current instructions for cleaning, sterilization, inspection and maintenance state: "notice: medical devices containing thermolabile materials must not be exposed to additional loads in the autoclave." And "instruments shall be sterilized in the mounting condition as stored on the tray, i.e." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the frames were preassembled and sterilized. The frames were not used in the case. Afterwards, while disassembling the foot rings cracked while removing the foot arches. Case cancelled prior."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the frames were preassembled and sterilized. The frames were not used in the case. Afterwards, while disassembling the foot rings cracked while removing the foot arches. Case cancelled prior."